Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history shows three ¿no delivery, no prime, no cartridge detected¿ warnings. During testing, a rewind, load, and prime sequence was performed successfully and the pump recognized the cartridge with no issues. A force sensor calibration test revealed the sensor was within specifications. The pump was opened and a force sensor pin was observed to be too short; the pin was unable to be fully inserted and maintain a complete connection. The complaint was confirmed in the history but was not duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly did not recognize the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.